Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: hematoma/failure to achieve hemostasis/prolonged hospitalization. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when pressing the plunger, the sheath splitter was not lined up on the sheath correctly and would not split the sheath properly. The safety release button was used to remove the device. A large hematoma developed. Hemostasis was achieved and the hematoma was treated using manual compression. Hospitalization was extended to one day. There were no other adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.